Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a pre-discharge check after an initial implant procedure. Upon interrogation, the right ventricular lead exhibited reduced r-wave amplitudes and failure to capture. A chest x-ray was performed and revealed right ventricular lead dislodgement. The physician repositioned the lead on (B)(6) 2020. The patient experienced no adverse consequences.